Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the rx verify was rejected. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that rxverify was rejected. A technical support specialist observed that unable to request the medication again because the rxverify request had not expired yet, pharmacy explained that the request was rejected because the patient's hard script had not arrived. After rejecting the request, the user added the medication order for the patient, but the facility could not request it while the item was rejected as an override. The pharmacy needed to either approve the existing medication order or the facility had to wait for the request to expire to request it again. Explained to the customer that they could wait 13 minutes or call the pharmacy to try to get the current request approved. The system functioned as intended after the technical support specialist tested the device.